Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic with pocket stimulation. Upon review, it was noted that the atrial and the right ventricular (rv) leads had dislodged due to twiddler. The atrial and the rv leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were device dislodged or dislocated and therapy delivered to incorrect body area. As received, a complete lead was returned in one piece with the helix extended and clogged with blood. Visual and x-ray examinations of the lead found no anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Correction: section a2 and section b5.

Event description:
It was reported that the patient presented in the clinic with discomfort due to pocket stimulation. Upon review, it was noted that the atrial and the right ventricular (rv) leads had dislodged due to twiddler. The atrial and the rv leads were explanted and replaced. The patient was stable.